Manufacturer narrative:
The device history record for the associated device was reviewed. The laser was released according to company specs. Investigation, including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with a 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A customer reported that while the laser system was turned off, the gantry went down. There was no report of any pt being associated with the event.